Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2009. Upon scheduled follow-up on (B)(6) 2010, two warning messages were displayed by the programmer stating that a microprocessor reset occurred and that the ICD was re-initialized.

Manufacturer narrative:
(B)(4) 2010. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.